Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent. The same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with cefazolin (1g, intraperitoneally (ip), once a day) and tazicef (1g, ip, once a day) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.